Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported needle to cuff miss/suture retrieval issue appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using the preclose technique via a 6f sheath, prior to a peripheral vascular interventional procedure. Reportedly, a cuff miss was noticed. Two other proglide sutures were preplaced and the sheath was upsized to 20f. The sutures were used successfully, after the interventional procedure, to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.